Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pilot holes, k-wires and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon (treating clinician): the deviation of the k-wires and spine screws placed on the right side with the aid of navigation, was detected by the surgeon with an intra-operative 3d scan before finalizing the surgery, and these placements were addressed with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the needed double surgery/anesthesia time for the patient. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviated k-wire and screw placements at the right side of the spine, is a combination of the following factors: relative movements between the vertebrae operated on (t8-t12) and the vertebra where the navigation reference array was fixated (l2), due to the forces applied to the bone during the surgery. The fracture present at t10 further reduced the rigidity of the spine, contributing to relative movements. Operating across multiple vertebrae without re-fixing and reregistering the patient reference array can result in movements of the spine relative to the fixed reference array especially when there is a fracture or if forces are applied to the bone (e.g. During advancement of the instrument into the bone). Movement of the patient's spine relative to the position of the reference array cannot be recognized by the navigation system and can result in an inaccurate display of tracked instruments on the registered pre-placement patient image scan compared to its actual position on the patient anatomy. A reflective marker sphere for instrument tracking on the navigated drill guide, that was not fully attached to the instrument by the user as required, causing deviations of the instrument position display a further contributing factor to the deviating position display of this instrument was the position of the camera at the right side of the patient disabling a full view of all instrument marker spheres to the camera. Apparently, the resulting deviation between the registered preoperative patient image displayed by the navigation and the actual patient anatomy during the surgery, as well as the display deviations of the insufficiently assembled drill guide, was not recognized by the user with the appropriate and necessary navigation accuracy verification throughout the procedure, before and during the bone preparations on the right side of the spine. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the thoracic spine for osteosynthesis of vertebrae t8 to t12, due to a fracture at t10, with intended placement of 10 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeon: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l2. Acquired an intra-operative 3d (x-ray) scan of the patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with left t8, used the navigated pointer to determine the incision and screw trajectory, and the navigated drill guide 3.2 mm with the screw simulated in the navigation display to drill into the vertebrae to create the pilot holes. Placed k-wires (not navigated) into the vertebra following the pilot holes. Placed the spine screws with a not navigated non-brainlab screwdriver, following the k-wires and into the pilot holes bilateral in vertebrae t8-t10. Acquired a verification intra-operative 3d (x-ray) scan, and determined that the screws at the right side t8-t10 deviated (medially) from their intended position breaching into the spinal channel, and that the k-wires on the right side t11-t12 also deviated (medially). Decided to remove the screws and k-wires placed on the right side. Acquired another intra-op 3d (x-ray) scan with automatic registration, to correct the placements on the right side with the same navigated method as before, including the screw placements at t11-t12. Acquired a verification intra-operative 3d (x-ray) scan with automatic registration, and decided to re-position 2 screws on the right side with the same navigated method, and to remove the right t10 screw. Verified the final placements with intra-op 2d x-rays, completed the surgery successfully and closed the patient. According to the surgeon (treating clinician): the deviation of the k-wires and spine screws placed on the right side with the aid of navigation, was detected by the surgeon with an intra-operative 3d scan before finalizing the surgery, and these placements were addressed with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements correct at the end of the surgery. There was no harm nor negative effect to the patient due to the deviating initial placements, also not due to the needed double surgery/anesthesia time for the patient. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.